Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that when they opened the pump module they noted a balloon in the pumping segment the size of a small grape. The tubing did not break.

Manufacturer narrative:
The customer¿s report of a balloon in the pumping segment was confirmed. A picture received from the customer showed that the silicone segment had a balloon bulge near the upper blue fitment. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a balloon in the pumping segment. There was no report of patient harm.